Event description:
It was reported that foley catheter was difficult to inject and extract fixing water while used in operating room, especially difficult for fixed water to enter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was difficult to inject and extract fixing water while used in operating room, especially difficult for fixed water to enter.

Manufacturer narrative:
The reported event was unconfirmed. Received (5) photo samples. The first photo was a top view of the three way catheter with return syringe. The second photo was a zoomed in view of the trifurcation site. The third photo was a zoomed in view of the tip of the catheter with deflated balloons. The fourth photo was of the disconnected inflation cap with batch # ngjy4777. The last photo was of the tray labeling with batch# mykq6341. Received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Inflated balloon with 10 ml of solution using the returned syringe and the balloon rested with no leaks noted. Deflated balloon passively in 47 seconds with no cuffing noted. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.